Event description:
Material # 377479, lot# 1273220. It was reported that a staff member has an allergy to the dye in the scrub brushes. Verbatim: srg- scrub brush e-z scrub w/chg. Product # 377479. Received via: email. # of occurrences 1. User skin insensitivity, skin itchy,red irritated. Itching all night and day. User allergy to dyes? Allergy to pink dye in chlorhexidine. Can you check if there is a substitute available for the surgical scrub brushes: bd ez- scrub 747, ref: (B)(4), vendor product code: din01939947. One of our new staff members in the or is having a reaction to our current ones. She is sensitive to dyes so perhaps there is one without the colouring.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a staff member has an allergy to the dye in the scrub brushes. Verbatim: srg- scrub brush e-z scrub w/chg product # 377479. Received via : email. # of occurrences -1. User skin insensitivity, skin itchy,red irritated. Itching all night and day. User allergy to dyes ? Allergy to pink dye in chlorhexidine. Can you check if there is a substitute available for the surgical scrub brushes: bd ez- scrub 747, ref: 377479, vendor product code: din01939947. One of our new staff members in the or is having a reaction to our current ones. She is sensitive to dyes so perhaps there is one without the colouring?

Manufacturer narrative:
No samples or photos available for evaluation. As a result, bd is unable to verify the reported issue or determine a definitive root cause at this time. If samples, photos or additional information becomes available. Bd will re-open the record and investigate accordingly. Review of the finished good batch record, part number 377479, lot 1279220, was performed for any discrepancies or deviations, including excessive soap weight, that would contribute to this issue. Review of the intermediate soap batch record did not identify any discrepancies or deviations outside of validated parameters that would contribute to this issue. No deviations or discrepancies were identified during the review of these batch records. No further actions are required. This record will continue to be tracked and trended. See narrative below.